Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus technical support determined that incorrect screen switching was caused by a change in the device's default settings. The issue was resolved by olympus technical support through a device settings adjustment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the panel of subject device had failed to display parameter and showed a blackout. The event occurred during set up / inspection for use. There were no reports of patient harm.